Event description:
A hospital in (B)(6) reported that during a pangea procedure after screw placement the gold inner part of one of the screw disconnected from the screw head. This happened after they used the alignment tool. The surgeons removed the damaged screw and placed a new one.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Not previously reported. Additional codes: mni, mnh, kwp, kwq. The investigation has shown that the head of the pedicle screw has indeed come off. Unfortunately we are not able to understand how this could happen; therefore we are not able to elaborate the exact reason which has led to this phenomenon. Further investigations concerning the manufacturing- and material records revealed that the present article conforms to the specifications. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.